Manufacturer narrative:
(B)(4).

Event description:
It was reported swelling of the skin above the pump pocket appeared two weeks ago. No pain occurred, even when the healthcare provider (hcp) would push on the swelling. An x-ray was performed, and it was determined the pump was not flipped. At the time of a pump refill on (B)(6) 2013, the expected residual reservoir volume retrieved was 2.5 milliliters (ml); however the actual residual reservoir volume was 5 ml. The 5 ml of fluid withdrawn from the pump was described as being ¿yellow fluid.¿ after total removal of the yellow fluid, 5 ml of normal saline was then inserted three times to cleanse the pump reservoir. Upon aspirating the normal saline, the solution coming out was mixed with blood. It was further noted that when they finished aspirating, air bubbles started to come out in addition to ¿pure/fresh blood.¿ the hcp was ¿100%¿ sure that the needle was inside the pump¿s reservoir as they had felt negative pressure, and the needle was touching the bottom of the reservoir. The hcp decided after the incident to refill the pump with baclofen until he could get recommendations from the manufacturer in regards to avoiding drug withdrawal symptoms. A normal refill was performed without fluoroscopy following the x-ray. The patient was ¿fine¿ with ¿no symptoms until now¿ and the patient¿s parents were satisfied regarding the patient¿s therapy. The pump remained implanted and was still working while the hcp was awaiting recommendations. The patient was also described as being stable with no injury or harm and the patient was being monitored for symptoms. The pump was being used to deliver baclofen. Additional information received reported that the hcp used the template for the pump refill, but it ¿seemed that the baclofen was injected in the pocket.¿ it was suggested to the hcp to do the ¿liquid testing.¿ they also advised to do the re-filling under x-ray lateral view to make sure that they were in the pump reservoir and not in the pocket.